Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hyperglycemia/hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient was taking her father to the doctor's office for an appointment and her blood glucose (bg) levels dramatically decreased to 30 mg/dl. The patient ended up losing consciousness. The paramedics attempted an intravenous therapy (IV) in her hand but it was unsuccessful. They finally were able to start the IV in her wrist and IV glucose was administered. Her husband arrived on scene and gave her a glucose tablet on top of the IV glucose while still with the paramedics. The patient was unaware that the events had transpired until she woke up in the ambulance. She was given the option to go to the hospital or to return home after her bg levels were brought back up to 331 mg/dl in the ambulance. The patient then went home with her husband driving her home. Once arrived back to her house she checked her levels again and they were around 143 mg/dl and she was worried the pod was not delivering insulin properly and possibly that it was giving her too much insulin. The patient was able to change the pod.